Event description:
The customer reported that she went to swim while wearing the insulin pump, and moisture underneath the screen was observed. Troubleshooting was performed. The customer changed the battery, the display was frozen and the buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly.